Event description:
It was reported that noise and low impedance were observed on the atrial lead. No patient symptoms were reported. Damage of the lead was observed via x-ray. During revision, insulation damage was confirmed due to suture placement. The lead was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion breaching the suture sleeve region of the lead. The cause could not be determined. The abrasion likely contributed to the reported complaints observed in the field.